Event description:
It was reported that on the afternoon of (B)(6) 2024, the nurse delivered the intubation sheath during the placement of a micro intubation sheath in a patient and encountered resistance, was unable to deliver the vessel, and upon withdrawal, found a rupture in the front end of the tearable sheath. The tear was found during the catheterization process, which had scratched the patient's blood vessels and the skin of the puncture site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a split in the sheath tip. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on the afternoon of (B)(6) 2024, the nurse delivered the intubation sheath during the placement of a micro intubation sheath in a patient and encountered resistance, was unable to deliver the vessel, and upon withdrawal, found a rupture in the front end of the tearable sheath. The tear was found during the catheterization process, which had scratched the patient's blood vessels and the skin of the puncture site.